Event description:
Customer reported device = 366 mg/dl. A request test = hi. Lab = 95 performed immediately after the retest. Controls were in range. No treatment received. A request was made for return product and replacement was declined.